Event description:
It was reported that post implant x-ray showed a small apical pneumothorax. Further evaluation of the chest x-ray revealed the pneumothorax was stable and the clinician did not feel it was large enough to warrant a chest tube. The patient was feeling weak and tired. No surgical interventions were performed. The following day the patient was feeling better and stable; the patient was discharged and will be monitored normally.